Event description:
A balloon ruptured on the first inflation at 12 atms during a superficial femoral angioplasty of a calicified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility and is not available for evaluation. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since follow up indicated this device was used in a calcified lesion, co believes this contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."